Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that their insulin pump alarmed failed battery test after inserting a new battery. The customer's blood glucose level was 133 mg/dl. Troubleshooting did not resolve the issue. The customer was sent a replacement battery cap and was told to call back if problems persisted. Nothing was returned.